Manufacturer narrative:
Per the clinic, the patient was prescribed several courses of antibiotics (dates and durations not reported) without resolution. Subsequently the abutment was removed on (B)(6) 2015. Correction: the patient identifier is (B)(6); not (B)(6) as previously reported. This report is filed january 26, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced chronic infection at the abutment site (dates not reported). The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.